Event description:
The customer reported a thrombosis with the quattro catheter (lot unknown). The catheter was in the right femoral vein of the 43-year-old, 150 kg male post cardiac arrest patient for 8 days. The catheter was inserted smoothly on the first attempt by a frequent user. No other temperature management or relative procedures were performed on the patient prior adjunctly or prior to cooling/warming. The department was informed that the maximum use of the catheter per the IFU is 4 days. The catheter was not replaced. The dvt was noticed due to redness and swelling of the leg and was identified via an ultrasound examination. Per the customer, the patient was in a high-risk category for dvt. Blood coagulopathy results were available prior to initiation of ivtm therapy. The patient was not on any dvt prophylaxis. There was no cvc placement prior to placement of the quattro catheter. The patient was treated for the dvt, but the medication was not disclosed. No injury to the patient reported.

Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined. Event of thrombus in the catheter was assessed as serious because treatment was required based on the patient symptoms. Event assessed as probably related to the zoll catheter due to relevant timing and location of thrombus in the catheter and not related to the procedure. At the same time, other conditions also potentially contributed to this event. Immobility in post cardiac arrest patient add a risk of dvt as well as not adequate dvt prophylaxis in this case. Patients in a critical condition are predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Thrombus is an anticipated event and could potentially occur with usage of any catheter. In addition, dvt prophylaxis could be beneficial in this high dvt risk patient. Also, following IFU is important. It recommends maximum use of the catheter for 4 days, not for 8 days. Seems that the customer could benefit from additional training of device usage in order to prevent development of dvt in future in such patient population.